Manufacturer narrative:
Continuation of medical devices: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. Information references the main component of the system. Product ID: 8709, serial/lot #: (B)(4), ubd: 14-aug-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via clinical study regarding a patient receiving compounded hydromorphone 6 mg/ml for a total dose of 5.3855 mg/day and compounded bupivacaine 30 mg/ml for a total dose of 26.928 mg/day via an implantable pump for spinal pain. It was reported on (B)(6) 2017 the patient contacted the clinic from the emergency room (ER) with pain. It was recommended to do an epidural, increase oral opioids, start on a medrol dose pack, and order a magnetic resonance imaging (MRI). On (B)(6) 2017 the oral hydromorphone was increased and the patient was started on a medrol pack. On (B)(6) 2017 a catheter access port (cap) study was recommended. On (B)(6) 2017 a dye study revealed a distal port occlusion which cleared with a saline flush. On (B)(6) 2017 the patient reported persistent pain and they were considering changing the concentrations at next fill. On (B)(6) 2018 they considered preceding with a catheter revision. On (B)(6) 2018 they were awaiting cardiac clearance before scheduling a revision. On (B)(6) 2018 the catheter was spliced and a new segment was added. It was noted that an epidural and a MRI were not performed. It was noted there was no free flow of cerebral spinal fluid (csf) returned through the distal end and the catheter was not easily pulled out from the intrathecal (it) space. It was noted that the previous catheter was tied off. The outcome of the event resolved without sequelae on (B)(6) 2018. The device diagnosis was catheter occlusion. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the cause of the catheter occlusion was not determined. The patient's baseline weight was (B)(6). No further complications were reported.